Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted caller in performing the reset. The customer, using multiple daily injections while at work, planned to resume use of the pump later in the day. No further action was required, and the case was closed.